Manufacturer narrative:
It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant products: right side; 350cc mentor smooth round moderate profile; catalog number: 3501655; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 31 year old caucasian female patient underwent revision breast augmentation with 350cc mentor smooth round moderate profile and was presented with left side breast implant deflation and capsular contracture; baker grade unknown. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 7/22/2019, mentor became aware that report submission due date was not correct on the last submission. It has been corrected to 8/10/2019. (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the device was explanted on (B)(6) 2019. Therefore, "required intervention" has been checked under field b2, field d7 has been updated to 7/18/2019, and method codes under field h6 has been updated to "device not returned". Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/23/2019, mentor became aware that smpx405 implants were used as replacements on (B)(6) 2019. On 7/29/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/29/2019, mentor became aware that baker grade was ii on the left side. On 8/16/2019, device evaluation was completed. Device evaluation summary: during visual evaluation a crease was observed in the posterior view. Leak testing revealed a tear within the crease, measuring approximately 0.1 cm. No additional anomalies were discovered. Since the 2nd product received is a concomitant device, no further analysis is required. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket, capsular contracture and folding or wrinkling of the shell in the breast pocket, which resulting in a tear at a later date. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).